Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 8329332) was impeded and became prematurely released in the proximal section of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 31075899). The stent component was prematurely separated from the delivery wire. The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. It was reported that the procedure was prolonged by approximately 30 minutes. There was no report of any negative impact to the patient. A photo was included in the complaint file. On 17-oct-2023, additional information was received. The information indicated that the location of the target aneurysm was the left posterior communicating artery. The stent component was separated from the delivery wire. Continuous flush had been maintained through the microcatheter. Nothing unusual was noted about the system prior to use. The replacement devices were not another 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600) or another prowler select plus of the same product code (606s255x). The information confirmed there was no negative patient impact as a result of the reported issue. The physician did not consider the 30 minutes procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows the stent detached inside the hub of the prowler select plus microcatheter. No visible damages were noted on the device. The total length of the microcatheter cannot be evaluated as the photo showed only different portions. A review of manufacturing documentation associated with this lot (31075899) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issue regarding the microcatheter being obstructed cannot be evaluated based on the photo and without functional analysis. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00733. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-nov-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00733. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The stent component of the concomitant 4mm x 16mm enterprise 2 vascular reconstruction device was found detached inside the luer hub. No appearance of damage was observed. The inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specifications. The stent component was removed from the luer hub of the microcatheter and flushed using a lab sample syringe. A 0.018-inch lab sample guidewire was introduced into the device, and it could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. The issue reported regarding the microcatheter being obstructed was not confirmed since the device performed as expected. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31075899) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00733 and 3008114965-2023-00734. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.